Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 900mg/dl and diabetic ketoacidosis. Customer indicated that their doctor has been contacted and their blood glucose value was 255 mg/dl at the time of the call. The customer treated with manual injection and indicated that the cannula was bent. Customer was advised on proper insertion, taping and site techniques and to not insert the cannula in places of scar tissue or hardened skin. Further high blood glucose troubleshooting was declined by customer. No further details given.